Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The root cause cannot be determined, but the probable can be as follows: inappropriate connection between the monitor and the processor might cause failure to display the endoscopic images. (The screen became dark.) Insufficient power supply to the monitor occurred accidentally, causing the screen to become dark.

Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufactured date is not known. The user¿s complaint was confirmed. Upon inspection, it was observed that the image has intermittent white streaks and flickers intermittently. This was due to faulty charge coupled device (ccd) unit. Manipulating the cable also caused a noisy image. In addition, the image was way off-centered due to bent coupler. In conclusion, the cause of the faulty ccd unit could not be determined.

Event description:
As reported for this event, the device did not yield any stable image; the image flickered and then went black. The event did not take place during procedure. There was no patient involvement. The device was inspected before and after use and no other abnormalities were noted. The camera head was not dropped or came in contact with a strong impact. All connections were checked and found to be secured. There were no foreign objects such as detergent remnants or residue on the electrical contacts.